Event description:
It was reported that right after starting treatment with one (1) unit of polyflux 140h, a dialysate leak from the header on the arterial side was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b3. Additional information added to d9, h3, h6 and h10. The device was received for evaluation. Visual inspection revealed that the product was wet. A leakage test of the dialysate side was performed, and a leak was observed from a crack in the welding seam. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.